Manufacturer narrative:
The field service engineer did not identify an issue with the instrument. He determined that the measuring cell is due for replacement. Precision testing was performed with no issues. Quality controls were run and passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t assay on a cobas 8000 e 801 module. The sample initially resulted in a troponin t value of 74 ng/l. The result was reported outside of the laboratory and questioned. A second sample of the patient was collected, resulting in a troponin t value of < 6 ng/l, accompanied by a data flag. The initial sample was then repeated, resulting in a troponin t value of < 6 ng/l, accompanied by a data flag. The rerun results were deemed correct. The troponin t reagent lot number was 642412. The expiration date was not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable with no alarms. Quality control recovery was acceptable. There is no indication of a performance issue with the reagent or instrument. Upon review of the alarm trace, multiple abnormal aspirations, sample short, and sample clot detection alarms were observed on the date of the event. These alarms are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.